Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock during physical activity. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient had received another inappropriate shock during physical activity. Review of the episode noted oversensing of myopotential noise and varying amplitude morphology measurements. Additionally, an untreated episode was recorded the same day with similar myopotential / movement artifacts. The s-ICD was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock during physical activity. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The s-ICD remains in service. No adverse patient effects were reported.